Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01023, 01024, 01025.

Event description:
Allegedly pt complained of hip pain - thought to be infected - revised. (B)(6) wants to check for alval.